Event description:
It was reported 2 weeks after implant the patient slipped and hit the shower chair, which caused the pump to move. Afterwards the pump was loose and "floating around" in the patient's stomach. The reporter stated that it was "moving constantly and moved on and off the cartilage of her rib cage" which caused her nausea. The device was near the patient's rib cage and sliding against it. The physician "refused" to revise the pump at that time. About 3 months after the fall in the shower, the pump became completely dislodged while the patient was transferring from her chair to her car. The reporter stated that the pump was "floating" and it was near her rib cage sliding against it. The reporter noted that the health care professional (hcp) didn't think it could be refilled and that the patient needed a refill on the first or second week in (B)(6). The reporter stated that the patient was considering removal of the pump, even though it had made it possible for her to return to work, because it was too difficult to get the necessary surgery that she needed. It was also reported that the patient had experienced symptoms of withdrawal since the beginning of (B)(6), which is when the pump was dislodged. The patient was at the hospital on the tuesday prior to this report. The reporter stated that the patient would "pass out at work at times" and that she had itching "like bugs under her skin". The patient was taking oral baclofen four times a day. The reporter stated that the catheter was kinked and that sometimes the patient would get the medication and sometimes she would not. The reporter stated that the pump was helping the patient's symptoms. The drug used in the pump was lioresal (baclofen). The patient was seeking a physician to perform a revision of the pump/catheter system. No patient outcome was provided. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter, product ID 8596sc, lot#, serial# (B)(4), implanted: 2011 (B)(6) explanted: product type catheter, product ID 8590-1, lot# n272129, serial#, implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).